Event description:
It was reported that the insulin pump had blank display. Troubleshooting was done. Customer's blood glucose was 154 mg/dl. During the troubleshooting the display returned. The customer was assisted to perform self test and test passed. The customer was advised to monitor the insulin pump and battery cap would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.